Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from the (B)(6) of cloudy effluent in a patient coincident with dianeal, unknown, dianeal pd4, unknown bag, and extraneal viaflex therapies. On an unreported date, the patient began peritoneal dialysis therapy. On (B)(6) 2011, the patient began treatment with dianeal, unknown bag, (dose and frequency not reported), dianeal pd4, unknown bag (dose and frequency not reported), and extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2011, the patient experienced cloudy white effluent without any symptoms. On (B)(6) 2011, the patient was hospitalized. On the same day, the patient began remedial therapy with vancomycin (30mg/kg, every 4 days, route not reported) for 14 days "per peritonitis protocol." On an unreported date in 2011, the patient began remedial therapy with gentamycin (80mg, every 4 days, route not reported). On an unreported date in 2011, therapy with dianeal and extraneal viaflex were withdrawn. On (B)(6) 2011, the patient was discharged from the hospital and the event of cloudy effluent was ongoing and improved. It was not reported whether dianeal pd4 therapy was ongoing. Concomitant medications were not reported. The nurse considered dianeal and extraneal viaflex related to the event of cloudy effluent and did not report on dianeal pd4 bag therapy.